Event description:
It was reported, surgeon used short gamma nail and attempted to lock distally. Upon review of x-ray, he noted the screw missed nail and went posterior. New drill bit was used and he did not torque the drill or screwdriver.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.